Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's extension was "too short" and was therefore "prophylactically" replaced with a longer extension. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Event description:
Follow up information reported confirmed the physician wanted a longer extension component (of the implantable neurostimulator system). The old extension was discarded at the time of the surgical replacement procedure. The patient outcome was reported as 'very good.'

Manufacturer narrative:
Concomitant products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3887-56, lot# v588341, implanted: (B)(6) 2013, product type lead; product ID 3887-56, lot# v660848, implanted: (B)(6) 2013, product type lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013.